Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported having low blood glucose for the last two days. She stated that all day sunday she was low, and then she went high to 523 mg/dl. She took an injection to treat. Her lows have been around 48 mg/dl. She treated with honey and her current blood glucose is 217 mg/dl. Customer has been on dialysis. In troubleshooting, the drive support cap appeared normal. Customer follows proper priming methods. The device programming is correct. It was not exposed to a strong magnetic field. Customer was advised to speak to her doctor about her lows. Nothing further reported.